Manufacturer narrative:
Concomitant medical devices: biolox delta, ceramic femoral head, m,32/0, taper 12/14catalog no# 0877503202; lot no# 2926454. Durasul, alpha insert, hooded, jj/32, catalog no# 0100013510; lot no# 2898370. Cls spotorno, stem, 135, uncemented, 7.0, taper 12/14, catalog no# 290039070; lot no# 2839276. Therapy date: (B)(6) 2014. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on the left side and underwent revision surgery due to loosening.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: loosening review of event description: it was reported that a male patient underwent primary left thr on feb 2, 2018 and was revised on (B)(6) 2017 due to loose acetabulum. Review of received data: only the screenshots of the primary and revision surgery details is received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Root cause analysis: neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Conclusion summary patient underwent a revision surgery due to loose acetabular shell after 8 months in-vivo time. The shell, head and liner should have been removed during the revision surgery. No medical data was received to make a meaningful analysis of the reported event. Possible reasons for the cup loosening include deformation of the cup due to setting instrument leading to increased wear, deformation of the cup due to bad bone condition (e.g. Sclerosis), metal particle wear due to micro motion between shell and polar plug, surface not allowing bone on-growth, inadequate planning of the surgery and use of instruments, incomplete seating of the cup and not recognized by the surgeon and cup being implanted in wrong orientation (malpositioning). However, based on the given information and the results of the investigation, no specific root cause for this issue could be identified. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
No event update.